Event description:
Patient reported ¿swelling, increase in size, bia-alcl confirmed by us exam¿, "began to feel swelling on breast, which became harder and larger than the contralateral breast". Patient reported later " anaplastic large cell lymphoma associated with breast implants. Alk1 (alk01) negative, cd68 (pg-m1) histiocyte positive", "'nodules and cysts'- not device related", "possible seroma and scarce calcifications". Histopathological markers of cd30+ and alk- have been reported. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Histopathological markers of cd30+ and alk- have been confirmed for bia-alcl. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, lymphoma- alcl-confirmed are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma- alcl-confirmed.

Manufacturer narrative:
Further information: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events lymphoma alcl, seroma-late, calcification and breast pain are classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported ¿swelling, increase in size, bia-alcl confirmed by us exam¿, "began to feel swelling on breast, which became harder and larger than the contralateral breast". Patient reported later " anaplastic large cell lymphoma associated with breast implants. Alk1 (alk01) negative, cd68 (pg-m1) histiocyte positive", "'nodules and cysts'- not device related", "possible seroma and scarce calcifications". Histopathological markers of cd30+ and alk- have been reported. This record is for the left side. Device has been explanted.